Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that catheter break occurred. The target area was in the liver and the biliary tract. A flexima biliary catheter was used. During procedure, the device was inserted over a non-bsc amplatz guidewire. Then both the mandrel and the guide wire were removed to create the distal loop. The device was slightly retracted and eventually reached the downside of the ampulla of vater in the duodenum. Fluoroscopy was done and noted that the catheter detached between the proximal and the distal part of the catheter. The device was completely removed from the patient's body. It was observed that the detachment was from the black radiopaque marker from the upper side of the holes. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned catheter was found broken in the middle section. The remaining device was in good condition with no evidence of damages or anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter break occurred. The target area was in the liver and the biliary tract. A flexima¿ biliary catheter was used. During procedure, the device was inserted over a non-bsc amplatz guidewire. Then both the mandrel and the guide wire were removed to create the distal loop. The device was slightly retracted and eventually reached the downside of the ampulla of vater in the duodenum. Fluoroscopy was done and noted that the catheter detached between the proximal and the distal part of the catheter. The device was completely removed from the patient's body. It was observed that the detachment was from the black radiopaque marker from the upper side of the holes. No patient complications were reported and the patient's condition was stable.